Manufacturer narrative:
Device was received with act and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests due to button keypad anomaly. Device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and was experiencing high blood glucose levels. The customer¿s blood glucose was 450 mg/dl at the time of incident. The customer treated high blood glucose levels with a different pump. The customer reports nausea as the following symptom related to their high blood glucose levels. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.